Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number and cartridge serial number were not provided.

Event description:
Customer reported individual received two false positive results on (B)(6) 2021 using the cue covid-19 test for home and over the counter (otc) use (cartridge sns and lot number not provided, reader sn (B)(6) ). Four cue covid-19 tests performed between (B)(6) 2021 and (B)(6) 2021 provided negative results. Exact dates not provided. Individual tested negative on (B)(6) 2021 with a sars-cov-2 lab pcr test. Individual previously had covid-19 (within 90 days). Individual has no symptoms or known exposure.